Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: snaring of dislodged stent; cardiac tamponade requiring medical intervention. Device issue: failure to advance; dislodged stent. It was reported that, the device could not pass through a newly implanted stent. The stent dislodged from the stent delivery system (sds) into the proximal portion of the lad during the removal attempt. The device was snared and removed from the coronary; however, a perforation occurred in the proximal lad during the removal process. The patient developed a cardiac tamponade and was treated with a pericardiocentesis. No other treatment was required. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.